Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found with functional testing. Performance data collected during preliminary analysis was reviewed. It was found that prior to explant, recommended replacement time (rrt) had occurred due to the battery impedance trend rising.

Event description:
It was further reported that the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.